Event description:
It was reported that the labor & delivery unit reported intermittent drainage abnormalities when our 14fr two way foley catheter was connected to another manufacturer¿s urine bag; however, drainage returned to normal after disconnecting the urine bag, and since visual inspection showed no obvious connection or compatibility issue, we would like to submit a product complaint investigation to confirm whether similar complaints have been reported for the same lot or specification, and to further evaluate whether catheter material, size, clinical conditions, or the provided urine bag information may be related to the issue. The patient experienced bladder rupture, and exposed to hazardous, blood, or bodily fluids and the catheter was changed to a silicone foley catheter. Medical intervention was provided. No further patient outcome or recovery information has been provided at this time. Lot#mykp6528 and lot#mykx5140.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.